Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a granulation tissue excision on the patient's left breast, the suture package was opened, and the needle of the suture was clamped with a needle holder. When pulling the suture for the first stitch, the needle and suture were found to be detached, so replaced with a new suture of another brand for use. There was no patient injury.